Event description:
Continuous use of soft contact lens for 28 days, repeated over years of wear led to this corneal ulcer. Whether or not there is permanent vision loss has yet to be determined. The lens worn was a coopervision biofinity 8.6. FDA safety report ID # (B)(4).